Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) caused and right ventricular (rv) lead caused a red alert to be declaired due to low shock lead impedances. The paitients physican is aware of the situaion and a data disk was sent in for review to boston scientific technical services (ts). After review the engineer's analysis confirmed low shocking impedanc values of less 20 ohms. The reason for this could have been caused by noise or interference, however this could also be a shortened lead condition which could lead to internal circuitry damage to the device and thus prevent the device from effectively delivering critical therpy. It was advised to perform lead integrity test to identify the root cause. No adverse patient effects were reported. The device remains in service.